Event description:
I had a hida scan done and it determined my gallbladder was not functioning well. After the surgery, I was told that they also removed my essure device from the fatty tissue by my gallbladder. So it went a long way in my insides. That is not safe.